Event description:
It was reported that a leak was observed in the flow regulator of a multirate low volume infusor. This occurred before patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.